Event description:
Pt is 78 year old male with a life expectancy of six weeks. A decision was made to put in a modular asutin moore/unipolar hip to alleviate pain so pt could at least move himself from bed to wheeelchair and vise versa.implants that were going to be implanted were opened and laying next to the trails during the procedure. The mod-austin moore trail was accidently implanted into the femoral canal. When t came to implanting the unipolar head it would not fit onto the stem. That is when they realized what they had done. At this point they were afraid to take the trial out for fear of fracturing the femoral shaft.at this point the surgeon then implanted a multi-polar cup and a femoral head provisional